Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. While there is no visual evidence of the burn, there is photographic evidence of the detached insulation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. These devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the 139107, ultraclean accessory electrode 6" (15.24 cm) coated blade device was used in a breast augmentation procedure on approximately (B)(6) 2025, and ¿during the operation, it was observed that the insulation sleeve of the electrode had slipped upward, exposing the underlying metal component. This resulted in a small superficial burn to the patient¿s breast. Upon inspection, it was found that the plastic cover of the electrode was loose and capable of sliding along the shaft, leaving a proximal segment unprotected.¿. The procedure was completed without the use of an alternate device. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information: the device will not be returned for evaluation, but photographic evidence has been provided. The photograph shows a burn beneath the breast. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive activation time/too high of a power setting. There is photographic evidence of the detached insulation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. These devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the 139107, ultraclean accessory electrode 6" (15.24 cm) coated blade device was used in a breast augmentation procedure on approximately 30oct25, and ¿during the operation, it was observed that the insulation sleeve of the electrode had slipped upward, exposing the underlying metal component. This resulted in a small superficial burn to the patient¿s breast. Upon inspection, it was found that the plastic cover of the electrode was loose and capable of sliding along the shaft, leaving a proximal segment unprotected.¿. The procedure was completed without the use of an alternate device. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.